Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ IV catheter caught in the patient's skin after use, and removing it revealed that it had broken. The patient reportedly had "gullain-barre" syndrome. The following information was provided by the initial reporter, translated from spanish to english: "at the time of channeling, they know that the catheter is caught in the skin and when it is removed they see the open device (broken)". "The lot number is 7334737. The event was noticed after the use of the product. There was no damage to the patient/heatlh professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin/mucous.".

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter caught in the patient's skin after use, and removing it revealed that it had broken. The patient reportedly had "gullain-barre" syndrome. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the time of channeling, they know that the catheter is caught in the skin and when it is removed they see the open device (broken)" "the lot number is 7334737. The event was noticed after the use of the product. There was no damage to the patient/heatlh professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin/mucous."